Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for fecal incontinence. It was reported that the patient's bladder symptoms were more bothersome than her irritable bowel syndrome. The patient stated that she was constipated and then had diarrhea. The patient also mentioned having stomach cramps and currently had a cold. It was reported that the right lead was dislodged and not currently active and she was on the left side now. It was noted that the nurse was the one who found the lead hanging. On september 16, the patient reported having diarrhea. There were no further symptoms or complications reported or anticipated.